Event description:
It was reported that the device infused faster than programmed. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device infused faster than programmed. The medication involved was ancef 1000mg/50 ml. Intended rate was 100ml/30 mins and volume to be infused was 100ml. However, the medication was infused over 5 minutes. There was patient involvement and although requested, the information on patient impact was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device serial #, device manufacture date. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number#(B)(6) as per investigation report.

Event description:
It was reported that the device infused faster than programmed. The medication involved was ancef 1000mg/50 ml. Intended rate was 100ml/30 mins and volume to be infused was 100ml. However, the medication was infused over 5 minutes. There was patient involvement and although requested, the information on patient impact was not provided.

Manufacturer narrative:
Correction: describe event or problem.